Event description:
The customer reported when the ventilator was alarming and the ac mains and battery charging leds were blinking. The device was not in use; therefore, there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. The biomedical engineer discussed replacement of the power supply with pse. Pse provided power supply replacement information to the biomedical engineer. The biomedical engineer reported repair was declined due to cost, and the device has been removed from inventory.

Manufacturer narrative:
Device out of warranty; customer declined repair.